Event description:
It was reported that death occurred. Vascular access was obtained via a right transfemoral approach. The ilofemoral was severely tortuous. An extra small (xs) safari2 guide wire was positioned. A 25mm lotus edge valve system was advanced. The physician encountered problems in crossing the aortic arch; however, the 25mm lotus edge valve was able to be positioned to treat the native aortic valve. During deployment of the 25mm lotus edge valve, sudden disturbances in the patient's level of consciousness were observed. Two partial resheaths performed during positioning, in accordance with the instructions for use (IFU). The 25mm lotus edge valve was implanted and the final result was satisfactory. Pericardial tamponade was excluded. The patient was transferred to the intensive care unit. A short time later, hemodynamic instability with pulmonary edema was observed. The patient had an echocardiogram and computed tomography (CT) imaging performed which indicated an aortic arch dissection with perforation. An aortic arch hematoma was noted to be compressing the left atrium and causing the pulmonary edema. An aortic arch stent graft was implanted successfully; however, the patient experienced big blood loss which required a transfusion. Two hours following the aortic arch stent graft implant, the patient experienced multiorgan failure causing cardiac arrest. The patient died.